Event description:
It was reported that during setup the customer observed a one-link needle free IV connector had a blue end on the connector that appeared to be too short. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation and the lot number is unknown. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.